Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the compressor assembly. The fse ran an empty cycle. System meets specifications.

Event description:
The customer reported that they experienced difficulty with the door closing. They had to wiggle the door to close the door. There were no physical complaints related to the door issues. The asp field service engineer (fse) went to the facility to assess the unit.